Manufacturer narrative:
Device evaluation: the product associated to the complaint has not been received. Therefore, an evaluation of the product associated to the complaint is not possible. The reported complaint was not verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded delivery system, model pcb00, cracked/split during the implantation of the intraocular lens (iol). Reportedly, the lens was only partially delivered into the patient's eye as it would not advance out of the inserter. No incision enlargement, no vitrectomy was required, no sutures were placed and no patient injury occurred. No further information was provided.